Event description:
Boston scientific received information that this right ventricular (rv) lead did not pace and a lead fracture was confirmed. The device was reprogrammed and a revision has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this event will be updated.

Manufacturer narrative:
Additional information received noted that a revision procedure was performed and the ventricular lead was capped. The device was also replaced electively.